Event description:
It was reported that the patient was on linezolid for antibiotic coverage. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem - correction - information submitted in supplemental #1 & 2 was received prior to initial MDR; however, no correction was noted in supplemental #1. F10. Patient code - correction - wound dehiscence (code 1154) was inadvertently not coded in supplemental #1.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their vns generator removed due to an infection. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Clinic notes were received and it was reported that the patient has healed well since the generator explant. No additional relevant information has been received to date.